Event description:
It was reported that during an unknown procedure, the tissue pad was detached. They stopped using the device before the tissue pad came off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/10/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.